Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited over sensing and high capture threshold. Chest x-ray revealed no anomalies. It was determined that no intervention was necessary. The patient was fine and would continue to be monitored.